Event description:
During the 8 month follow up angiography the dr found that the cyper stent was fractured at the distal end with a 1mm gap. There was also focal restenosis at the proximal end of the stent.